Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between january 10-12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device bladder which suggested a possible flow issue. It was also noted that there was an indentation on the tubing made by the clamp that was used. The clamp indentation does not affect fluid flow because the diameter inside the tubing line is designed to be much bigger than the diameter inside the flow restrictor. The reported condition was verified. The cause of the reported condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a kink in the tubing and did not flow during patient infusion. Almost the full volume of the bottle remained, and very little has been infused to the patient. The expected therapy time for this device was 46 hours. The device contained 3200mg fluorouracil in 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.